Event description:
While technologist was out of room the d96 table tilted from 0 to 90 degrees with patient on table. The patient was not injured. The field service engineer found the table side flat panel keys (similar to a control panel) to be the problem and was able to reproduce the symptom of tilt movement without a request from the operator. This table is used with a diagnost 96 x-ray system.